Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed "burns" under the lifevest. Follow-up attempts were unsuccessful and further information on the skin irritation was not available. The patient ended use and received an ICD. The patient's medical outcome is unknown.